Manufacturer narrative:
Customer did not provide personal information. It's not possible to determine the manufacture date without the meter information.

Event description:
A health care professional stated their contour next ez meter gave a blood glucose reading of 97 mg/dl and the lab result was 45 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot and could not provide product information before ending the call. No product will be returned.